Event description:
It was reported that during a da vinci s hysterectomy procedure the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument, fell into the patient. The tip cover was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The initial reporter also informed intuitive surgical that prior to use, electro lube was used to assist with the installation of the tip cover accessory onto the mcs instrument.

Manufacturer narrative:
Despite multiple requests, the tip cover accessory has not been returned for evaluation. The instruments and accessories user manual provides instructions for applying electro lube after the tip cover accessory has been properly installed on the mcs instrument. The initial reporter informed intuitive surgical that the applicable staff members have been instructed to refrain from using electro lube when installing the tip cover accessory onto the mcs instrument.